Event description:
Patient taken to operating room for hip implant extraction and revision due to pain and possible loosening of the acetabular component.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the devices were not returned. Medical records received and evaluation: no medical records were available for review with a clinical consultant. Device history review: could not be performed as the device details were not provided. Complaint history review: could not be performed as the device details were not provided. Conclusions: the event could not be confirmed nor the root cause of the reported loosening determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned to manufacturer.